Event description:
Information received by medtronic indicated that the insulin pump showed white screen. Customer tried changing battery but it did not resolve the issue. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged the pump has a white screen. Unit received with blank display anomaly due to severely broken lcd glass. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Unable to download files detail trace and long trace files using thus software due to blank display. Unit received with fading serial number label and cracked case corner of belt clip rails. The unit p-cap / test reservoir locks in place properly. In summary, customer allegation of white screen was not confirmed. However, unit received with blank display due to severely broken lcd glass. Unable to download files detail trace and long trace files using thus software. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.